Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. The patient's right atrial (ra) lead was noted to have noise over-sensing. The ra lead was explanted and replaced on (B)(6) 2024. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead distal portion was returned in one piece with the helix partially extended and clogged blood/tissue. Visual examination of this partial lead found an external abrasion breaching the outer insulation exposing the outer coil proximal to the suture sleeve. The cause of the reported event was isolated to external abrasion consistent with friction to the device can. Electrical testing performed found no conductor fracture but an internal short was found consistent with procedural damage.